Event description:
The device did not function after repair. Additional information received on 01may2016: the dysfunction was that the machine was not switching on. It was observed during a testing. It did not lead to any causalities. No other information provided.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: during investigation, it was observed that the failure of the cam01 monitor to switch on was due to a faulty dc output board. As part of the repair, the dc output board part number 3000g103, lot 544429 was replaced. The cam01 monitor was calibrated and functionally tested to specifications prior been returned to the customer. One non-conformance report was raised during the manufacturing process for this monitor. A review of non-conformance report identified no impact on complaint incident. The work order (B)(4) documents the rework of cam01 monitor serial number (B)(4) and was completed correctly following company work instructions prior cam01 monitor had been released. The reviewed service history documentation for cam01 monitor serial number (B)(4) has identified no impact on complaint incident. The DHR review has been deemed satisfactory. A minimum of 12 month review of cam01 monitor customer complaints was completed using the following key words ¿unit not working¿ and a root cause ¿dc output board¿ in the search criteria. This review encompassed from dates (B)(6) 2016. A total of 17 complaints were reviewed of which 12 complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 3rd identified complaint for the reported failure associated with the cam01 monitor due to faulty dc output board resulted in cam01 monitor not working; including 1 complaint root cause determined due to ac input pcb / dc output pcb failure and 1 complaint root cause determined due dc output pcb failure, thus concluded as no trend has been identified. The cause of the cam01 monitor not functioning was due to a faulty dc output board.